Event description:
It was reported that caller noticed that insulin gauge and mobile app displayed insulin amount different than expected even though displayed fill estimate and insulin in cartridge both showed 135 units and load process was completed properly. There was no reported impact to the customer¿s blood glucose level. Customer was able to resume insulin, and technical support arranged pump replacement due to various issues.